Event description:
It was reported that the battery gauge was fluctuating. The customer continued to use the pump for insulin therapy. Additionally, it was reported that the customer was unable to charge the pump using the tandem-provided wall power adapter. A new wall adapter was sent to the customer. There was no adverse impact to customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.